Manufacturer narrative:
Additional information was received and tandem technical support confirmed the pump battery functioned as intended. There was no device issue occurring. This is a not reportable event.

Event description:
It was reported that the pump battery intermittently could not be charged. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.